Event description:
Report received from the USA stating that service was required for the device. During service a stiff slide was noted. The device was not being used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device was found with a stiff slide. If additional information becomes available a supplemental report will be submitted. Ref: (B)(4).